Manufacturer narrative:
An event of device explant due to thrombus, pannus, aortic stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. Additionally, no implant-related factors could be confirmed as information related to the implant procedure were not provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported event could not be conclusively determined. It is possible patient condition (conditions leading to stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter) contributed to the event. However, this could not be confirmed. The reported surgical intervention and hospitalization was a result of case-specific circumstances as the patient was admitted and the valve was explanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2015, a 23mm sjm regent heart valve w/ flex cuff was implanted in the patient. On (B)(6) 2024, the patient presented with high gradient and aortic stenosis and the valve was explanted in the follow up clinic. The valve had thrombus pannus. The valve was replaced with a non-abbott valve. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.